Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per procedure note and follow up echo on (B)(6) 2019, there was no pericarditis or pericardial effusion. There were no performance issues with any abbott devices.

Event description:
During an ablation procedure on (B)(6) 2019, pericarditis occurred and a pericardial drain was placed.